Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced due to fluid leak. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.